Manufacturer narrative:
All operating currents are within specification. No unexpected low battery, off no power alarm, or failed battery test alarms noted. Unit passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarm or no delivery alarm noted. Motor passed motor test. Unit received with intermittent button response during testing due to corroded keypad traces. No button error alarm noted. Unit received with scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and motor error alarm. The blood glucose at the time of the incident was 240 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.